Event description:
It was reported that the patient presented for a generator change procedure. During procedure, the replacement pacemaker was found in backup vvi. The pacemaker was not used and replaced. The patient was in stable condition.